Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product and packaging identified that the foam inserts were damaged. The inner sterile pouch had an unknown black stain. Sem analysis of the black stain found the material composition to be consistent with the porous coating on the device. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that upon inspection, it was found that there was staining and damage to the sterile package of the device. Attempts have been made and no further information has been provided.